Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The fco foam was observed to be peeled off and caused the issue and caused ventilator inoperative codes in the downloaded event log. The inlet air path assembly needs to be replaced to address the issue.